Event description:
A us dist returned an electrode belt indicating that is could not complete testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is underway. The reported problem (cannot complete testing) was confirmed. Upon eval, the front therapy electrode (te) cable was cut in half. The cause of the inability to complete testing is the damage te cable. The root cause of the damaged te cable is physical abuse. No adverse event resulted from the damaged cable.